Manufacturer narrative:
The company service representative examined the system found a system message in the event log that confirmed the problem reported. The pneumatics module was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "unable to complete the auto gas fill with the system" (medical gas supply problem). The nurse reported the surgeon had a problem during auto glass fill. The surgeon was unable to complete the auto gas fill with the system. Additional information received from the nurse stated the surgeon was attempting extrusion halfway through auto gas fill. The nurse used the spare gas tank to complete the case. No patient injury was reported.